Manufacturer narrative:
The actual device was discarded by the facility. Therefore the investigation results are based upon the user facility information and the evaluation of retention samples from the reported lot and surrounding lots. A visual examination of the retention samples confirmed there were no visual defects. Additionally, the valve leakage test was conducted and no leakage was observed. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported a similar complaint related to another device from the same product code/lot number combination, also see MDR 1118880-2015-00178. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. Without the actual complaint sample the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device discarded by facility.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: bleeding out of the glidesheath; blood loss was less than 250cc; no patient injury or medical intervention required; it was reported that the procedure outcome was "positive."